Manufacturer narrative:
Initial.

Event description:
It was reported that the user allowed bg run mode to expire without entering blood glucose values, did not start a new dexcom g7 sensor, and went more than 12 hours without insulin dosing while using an ilet system with subcutaneous insulin pens. The user later reported a blood glucose of 496 mg/dl and asked about dosing under a ketone protocol. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem was found, a usage problem was identified, and the event involved an improper or incorrect procedure with no applicable device component term. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.